Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needle the safety shield broke off. This event occurred 10 times. The following information was provided by the initial reporter: customer reporting that at the end of the blood draw, when the phlebotomist tries to close the safety on the needle , it either falls off or one side brakes off. They have had approximately 10 instances where this has occurred.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Date of event: unknown. The date received by manufacturer has been used for this field.

Manufacturer narrative:
Investigation summary bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to defective locking mechanism as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needle the safety shield broke off. This event occurred 10 times. The following information was provided by the initial reporter: customer reporting that at the end of the blood draw, when the phlebotomist tries to close the safety on the needle , it either falls off or one side brakes off. They have had approximately 10 instances where this has occurred.

Manufacturer narrative:
H.6 investigation summary: bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to defective locking mechanism as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needle the safety shield broke off. This event occurred 10 times. The following information was provided by the initial reporter: customer reporting that at the end of the blood draw, when the phlebotomist tries to close the safety on the needle , it either falls off or one side brakes off. They have had approximately 10 instances where this has occurred.